Event description:
Following a pulmonary vein isolation procedure in the left atrium, an echocardiogram was performed at the end of the procedure which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error message was intermittently displayed throughout the log files. The log files indicated that contact force was only reset outside of the patient, according to the measured temperature at the time of each reset. Ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ the IFU also indicates ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. To check for baseline drift, position the catheter tip in a free-floating position away from the heart wall. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied by clicking the reset force button on the ensite¿ contact force module screen (when not ablating).¿ due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.